Event description:
It was reported that the insulin pump had a cracked or shattered casing after it had fallen off a counter onto granite flooring. The blood glucose reading was 297 mg/dl. The customer stated that she was in the shower when the insulin pump fell from the counter to the floor. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratched and cracked display window, cracked case at the battery tube, cracked end cap, and a totally cracked and bleeding liquid crystal display glass.